Event description:
It was reported during a laparoscopic cholecystectomy the plastic ring inside the trocar came out in the abdomen of the pt. The surgeon noticed it and retrieved the ring. The trocar was not saved. The staff reported the ring was black, however, they later said it may have been white. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.49477. Ees #.980986/j. D5,6; h4: information not available, device not returned for analysis.